Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair, an attempt was made to deploy the prostar xl sutures using a preclose technique in the calcified common femoral artery through a 6f sheath. Reportedly, the needles did not deploy correctly. A cut down was performed and the sutures were cut to remove the device. After the aaa repair, the artery was surgically closed. There was no adverse patient sequela. The physician stated that the needles did not deploy correctly due to the anatomy. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A supplemental report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted that there was a bent set on the holder shaft and a needle mark on the barrel face, which suggests that the device was deployed at an angle greater than 45 degrees. This confirms the reported failure to deploy the needles because the needles would not be present at the hub. Additionally, it was reported that there was calcification in the common femoral artery. Per the instructions for use, the device is to be held at an angle of 45 degrees or less and that the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.